Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4592-45 lead implanted: 2014 (B)(6); 5867-3m adaptor implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that far field r-wave oversensing was noted on stored episodes. The atrial lead remains in use. It was also noted that there was a loss of telemetry and indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. No patient complications were reported as a result of this event.